Event description:
It was reported that this right ventricular (rv) lead microperforated the heart wall. The patient underwent surgical intervention to remove the lead. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental is to update the complaint with the results of the product investigation. Upon receipt at our post market quality assurance laboratory no evidence of device damage, defect or malfunction was found. The perforation allegation was not confirmed by lab analysis; however, it was assigned a cause code based on the field report.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead microperforated the heart wall. The patient underwent surgical intervention to remove the lead. A new lead was implanted. No additional adverse patient effects were reported.